Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7). During the procedure, while attempting to make the first pass with the jet7, it was reported that the distal tip of the jet7 was damaged and, therefore, it was removed. The procedure was completed using a new non-penumbra catheter. There was no report of an adverse effect to the patient.